Event description:
It was reported that during a ptca procedure, the guide wire tip separated. At some point during the procedure, the guide wire tip was observed to be prolapsed and bunched up. The guide wire tip was snared successfully. No pt injury was reported.